Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was not sure if the cardiac resynchronization therapy defibrillator (crt-d) was working. The crt-d was checked and appeared to be functioning as programmed. The crt-d remains in use. No patient complications have been reported as a result of this event.